Event description:
Clinic notes dated (B)(6), 2013 were received, which indicate the patient's history of obstructive sleep apnea has improved. Per the notes, the patient and her mother are wondering if the patient's multiple wakings at night are involving some obstructive problems. The physician said that he would like the patient to repeat her sleep study to answer this question. Attempts have been made for additional information; however, no additional information has been provided.